Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The staple would not stay in the tip of the device and kept falling out of the jaws. Another device was used to complete the case. There was no consequences to the patient.